Manufacturer narrative:
Batch record review, inspection protocols and storage conditions of the reported device revealed no deviation. No other complaint exists regarding the same complaint reason for the reported batch. No other complaint exists regarding the same complaint reason for the reported batch. No device investigation could be performed since the device has been discarded by the hospital. From the event description a device problem could not be identified. For root cause investigation the assessments of medical experts were gathered. Due to the absence of echo images and missing information, e.g. To septum rims, it was not possible for the experts to identify a clear cause for the device embolization the absence of optimal rim is the most plausible explanation given the fact that it happened immediately after device release. In theory a too forceful wiggle test could have destabilized the device which could have contributed to the device embolization. The IFU warns against embolization following flex ii asd implantation and outlines the proper methods for handling it. Based on the investigation findings, a device-related failure could not be determined. However, the final root cause of the event remains unknown based on the available information for assessment.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the implant of this 21 millimeter (mm) atrial septal defect (asd) occluder the defect was measured to approximately 13 mm via transesophageal echocardiogram and 18.7 mm via balloon sizing. The device was prepared for implant per instructions without issue. While implanting the occluder the device was successfully placed on the second attempt. Correct placement was confirmed with tee and contrast application in fluoroscopy. The wiggle test was positive. Immediately upon release the occluder embolized into the pulmonary artery (pa). The occluer was snared from the pa into the right atrium (ra), through the inferior vena cava (ivc) down to the bifurcation of ivc area at pelvis. The patient was transferred to vascular surgery and the device was removed. The patient successfully recovered. No further patient complications were reported.